Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken.

Event description:
Customer reported being unable to test due to not receiving her replacement meter and test strips when expected. Customer further reported that starting on (B)(6) 2012 she began experiencing symptoms that were described as "felt palpitations related to anxiety, headache, difficulty of breathing and nausea". Customer stated these symptoms were continuing until (B)(6) 2012 when customer self-treated with food and unspecified anti-anxiety drugs and self-presented to a local health care facility. At a local health care facility customer was treated with "licodine 500mg, morphine 2 mg for the headache, medication for nausea, and ativan for anxiety" and had "heart monitor due to chest pain, chest x ray and EKG". There was no report of death or permanent impairment associated with this medical event.